Manufacturer narrative:
The reagent lot number and expiration date were not provided. The field service engineer found that the water tank's water feed to the instrument was pinched. He repositioned the tubing to remove the bend, primed the water, and primed the reagent flow path. He ran qc and precision testing, which passed. The investigation determined that the service actions resolved the issue.

Event description:
There was an allegation of analyzer alarms and questionable troponin t results from the cobas e 801 analytical unit. The samples were repeated on another cobas e 801 analytical unit. Example 1 initial result was 77 ng/l, and the repeat result was 12 ng/l. Example 2 initial result was 8 ng/l, and the repeat result was 63 ng/l. Example 3 initial result was 92 ng/l, and the repeat result was 12 ng/l. Example 4 initial result was 30 ng/l, and the repeat result was 7 ng/l. Example 5 initial result was 41 ng/l, and the repeat result was 32 ng/l. Example 6 initial result was 49 ng/l, and the repeat result was 10 ng/l. Example 7 initial result was 33 ng/l, and the repeat result was <6 ng/l. The repeat result was believed to be correct.